Event description:
Related manufacturer report number: 2017865-2022-16347, 2017865-2022-16346. During an in clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. The ra lead was reprogrammed to resolve the noise resulting in oversensing and inappropriate mode switching. Technical support was contacted and noted episodes of noise on the right ventricular (rv) lead as well as undersensing and a functional loss of capture on the device. It was suspected the noise was due to myopotentials resulting from suspected lead damage. Technical support recommended additional reprogramming. No further intervention has been performed at this time, the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing and pocket stimulation was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating when a magnet was placed over the device, the patient was able to feel pacing on the devices location. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received the device, ra and rv lead were deactivated and a new system was implanted on the right side. The patient was stable.